Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The investigation was able to reproduce the reported symptom. The cause of the reported symptom was determined to be a failed upper latch switch. The upper auxiliary will be replaced.

Event description:
It was reported that a pump alarmed for system error 322 while running an infusion of insulin in the ICU. The customer also stated there was no pt injury.